Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device was non-functional. (No more details) there was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4;b6,7;d10: info not provided by affiliate. D5,6;h4,6: info anticipated, but unavailable at this time.